Event description:
Stryker harmonic ace +7 shears with advanced hemostasis 5mm diameter x36cm was connected to the harmonic cord at beginning of the case. The generator indicated malfunction/replace instrument. Instrument cord checked and functioning. Disposable replaced. No patient harm.